Event description:
It was reported that during an implant procedure of this cardiac resynchronization therapy defibrillator (crt-d) system, the physician reported observing the left ventricular (lv) lead exhibit loss of capture (loc) and high pacing thresholds when connecting the lead to the crt-d device. The physician suspected cause to be due to a software issue. The physician was able to reprogram the system and threshold capture was confirmed. The physician completed the implant procedure successfully with the crt-d and lv lead remaining in service. No adverse patient effects were reported.